Event description:
It was reported that customer experienced repeated temperature alarms on pump, with pump history showing multiple alarms occurring within a few minutes on event date. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was able to start, charge, and connect to computer, pump was scheduled to be returned for evaluation, and replacement pump was provided.